Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead was pushed while the delivery catheter was in the right ventricle, however, the lead did not come out of the catheter. The lead and catheter were removed from the patient and then flushed. The lead was inserted again but did not come out of the catheter. The catheter was replaced. No patient complications have been reported as a result of this event.